Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, patient complained about infusion set fell off. Patient blood glucose at the time of issue was 126 mg/dl. The infusion set was in use for less than one day. Patient replaced infusion set and resumed insulin successfully. No further information available.